Event description:
It was reported that during the implant procedure of the patient's left ventricular (lv) lead, it was found that the lv lead failed to capture. As a result, the initial lead was not implanted on (B)(6) 2025, and a replacement lv lead was successfully implanted. The patient remained stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis did not find any anomalies.